Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of two leads. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(6). Batch: a000121287. Model: 3186. Octrode lead, UDI: (B)(4). The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
It was reported that after accidentally coming into contact with an electric fence the patient lost effective therapy. Troubleshooting revealed high impedances on one lead. Surgical intervention was undertaken to replace the entire system. Effective therapy was established postoperatively. The allegation is against 1 of two leads. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(6). Batch: a000121287. Model: 3186. Octrode lead, UDI: (B)(4).